Event description:
On 10/26/94, a 54-yr-old male was admitted for removal of his malfunctioning ventricular lead and for a pacemaker implant. On 10/26/94, the pt underwent surgery for: replacement of aicd pulse generator. Inappropriate shocks.